Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d), a power on reset (por) occurred upon device interrogation. The crt-d remains in use. The crt-d longevity will be evaluated during follow-up visits. No patient complications have been reported as a result of this event.